Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, the expected longevity of this pacemaker was observed to have dropped two years in the span of six months. Premature battery depletion was suspected and the physician elected to continue monitoring the device. This pacemaker remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received that indicated this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified tool marks on the case and header; seal plugs were intact and setscrews operated normally. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
Boston scientific received information that, during a routine follow-up, the expected longevity of this pacemaker was observed to have dropped two years in the span of six months. Premature battery depletion was suspected and the physician elected to continue monitoring the device. This pacemaker remains in service at this time. No adverse patient effects were reported. Additional information was received that indicated this device was explanted. No additional adverse patient effects were reported.